Event description:
During troubleshooting of an unrelated alarm, it was reported that the cassette was leaking solution from the patient line. The event occurred during self-testing on the home choice (hc) and the home patient (hp) was not connected. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.